Event description:
The device cord snapped and disconnected at the handle of a snare following successful removal of a polyp during a colonoscopy procedure. A perforation was noted and reportedly occurred as a result of continued current. Surgical repair of the perforation was successful. The patient's condition is good. A preliminary evaluation was performed by the biomed department at the user facility. The cords was reassembled and functioned appropriately. No malfunction of the device was noted. Follow up indicated the foot pedal may have been continually pressed during the procedure which would have contributed to this event. The device received, evaluated and retained by this MFR. The wire was still connected securely to the connectors at each end. There were no gaps in the insulation and no damaged was noted to either connector. The active cord was hooked up to a generator and functioned as intended. Since co was unable to duplicate the problems encountered by the user facility, co believes user technique was a contributing factor to this event.